Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported during a protecta session, the programmer shut down and an error displayed. The programmer was rebooted and it booted fine. The reports from the session were lost. It was recommended to run the programmer service disk and if the issue persists, then to return the programmer for service. No patient complications were reported as a result of this event.